Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for (B)(4) was performed from date of manufacture 09/12/2019 to the present date 10/9/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device did not communicate with multiple pumps. There was no patient involvement.